Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging a power (damage) issue. It was reported that the battery compartment was cracked and the pump powered off once yesterday. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 16-apr-2018 with the following findings: a review of the pump black box showed unexplained pump reboots. A visual inspection of the pump revealed the battery compartment had multiple cracks. There was no evidence of moisture or corrosion found inside the battery compartment. The returned battery cap had stripped thread and was not able to fit securely to maintain an electrical connection; a power loss occurred. A test battery cap was able to fit securely and the pump was exercised for 24 hours with no power interruptions occurring. The pump¿s cover was removed and no evidence of moisture or loose components were observed to the power printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.